Event description:
Reporter indicated that a pediatric patient "shows defense reaction of the generator and the lead". It was reported that the patient has developed inflammation "alongside the complete lead" and that the patient subsequently underwent vns therapy system explant surgery.